Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented no vacuum in phacoemulsification mode of a cataract surgery. The surgery was completed successfully using the same console. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported events. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The system was found to meet specifications; therefore, the root cause of the reported events is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).